Event description:
Caller states patient tested 3.6 inr and 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. Patient had thought he was having a heart attack; he was taken to the hospital and treated with pain medication and sent home. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.